Event description:
The hospital reported that during a coronary artery bypass procedure using aortic cutter (3.8mm). They tried to make a hole in aorta. Unlocked it and pressed the button strongly, but the cutter did not come out firmly. Judging that it was a malfunction. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25152444 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure using aortic cutter (3.8mm). They tried to make a hole in aorta. Unlocked it and pressed the button strongly, but the cutter did not come out firmly. Judging that it was a malfunction. A replacement device was used to complete the procedure. The hospital did not report any patient effects.